Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional info becomes available. (B)(4).

Event description:
A laser technician reported a treatment card would not read in the card reader. The pt had been prepped for surgery and another card was used to successfully continued and perform the treatment. No pt harm was reported.